Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi reset mode was confirmed in the laboratory. The cause was found to be due to external defibrillation that caused a power-on reset. The device was tested on the bench and using automated test equipment and was found to be normal.

Event description:
The device was found in back up vvi mode. A device download successfully reset the device. It was noted that the device was exposed to external defibrillation. Patient was asymptomatic. The device was later explanted .